Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v901067, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that there was a 50 percent symptom reduction. The patient had a new onset of seizures over 2 years after device placement. The device was actually found to be powered off at the subsequent check and the issue was not likely related to the device. The cause of the event was not determined and it was not device related. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that since 3 to 4 months ago the patient had had seizures. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.